Manufacturer narrative:
The explanted device was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator was removed and replaced due to a pocket infection. No additional adverse patient effects were reported.